Event description:
The pt is (B)(6) and had a chait trapdoor placed a little over 3 years ago. The first one had some issues with graduation tissue, but the second one went well for a while until it eventually got looser and it started leaking. The pt developed a pretty significant rash from the leak. Nothing the pt's mother did to try to prevent it or treat it helped. The pt had a new chait trapdoor placed not too long ago, however this one is too easy to open. Once it opened on its own. The pt's mother took the pt in because it is still leaking significantly and the pt is having skin breakdown from that. The patient and his mother were told that all of the chait trapdoors are like that now and it's not just the pt's. The problem is if they are so easy to open, then after a few months there is no resistance at all. Before it was really hard to open at first, however it didn't get stuck, you just had to figure out how to do it then it would loosen up over time.

Manufacturer narrative:
Expiration date unk as not provided by reporter. (B)(4) - skin irritation is listed in the instructions for use. (B)(4) - leaks is not listed in the instructions for use. The device nor images were not returned to assist in this investigation. Quality control confirms presence and security of plug in trap-door fitting. Plug must fit into through hole of molded fitting. Cecostomy catheter patient guide: minor skin irritations and hypergranulation tissue are listed as possible complications of the chait trapdoor c-tube. Verification testing: liquid leakage and tensile strength were evaluated. Tensile force to open trap-door was found to be 20% less than previous design, but still greater than competitive devices. No device was returned to assist in our investigation. The presence and security of the plug in the trap-door fitting is confirmed by qc, as well as, the ability of the plug to fit through the hole of the molded fitting. The cecostomy catheter patient guide lists minor skin irritations and hypergranulation tissue as possible complications of the chait trapdoor c-tube. A change request made the trap-door approximately 20% easier to open than the previous design. Without the actual complaint device it is difficult to determine what ultimately let to this failure, however, it is possible that the cycling open and closed of the device over a period of time led to the loosening of the fitting. We will continue to monitor for similar devices and have notified the appropriate internal personnel. Quality engineering risk assessment (qera) was created in response to this complaint. Per the conclusions of the qera, no further mitigation actions are necessary.